Event description:
It was reported that the balloon burst and the catheter fell out. Per email received from the ibc representative on 3-oct-19, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the evaluation, a sac burst was noted along the lumen. No pieces of sac were missing. The burst location was observed along the inflation eye. A trace of white participate outside balloon sac wall was observed. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. How and when problem occurred could not determined and could not be classified as a manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon burst and the catheter fell out. Per email received from the ibc representative on 3-oct-19, there were no missing pieces.